Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: damaged audio bolus button and a faded, dim and discolored display screen.

Manufacturer narrative:
Device evaluation: on examination, the audio bolus button was found to have a hole in the button cover. On investigation, the audio bolus button was normally responsive. The display screen was found to be dim, faded and discolored.